Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of a flashing red status led and a failure chirp, in addition to a "warning low battery, device service required" alert, by observing the device's history log. This was root caused to a failed pogo pin, resulting in a poor connection from the device to the pad-pak, causing voltage fluctuations throughout the device history log and low battery fails. Whilst the device delivered a test shock during the investigation, a poor connection between the device and the pad-pak could result in adverse consequences should it be used in a patient event.

Event description:
Failure of pogo pins may delay or prevent defibrillation, which could result in adverse consequences. No patient involvement.